Event description:
During the index procedure, one resolute integrity rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. It was reported that another resolute integrity rx drug-eluting stent was implanted to treat a dissection in the area adjacent to the original target lesion site. No further complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).